Event description:
It was report that the patient presented to the emergency room after receiving inappropriate therapy due to noise. After a series of tests the physician elected to cap and replace the lead without adverse consequence to the patient.

Manufacturer narrative:
(B)(4).